Event description:
It was reported that during patient use, the 840 ventilator display was erratic. There was no harm to the patient. At this time, it is unknown if there was patient transfer. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the graphical user interface (gui) printed circuit board (pcb). The fse performed self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.